Event description:
It was reported the patient's lead had high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information received that the patient experienced ineffective stimulation. Surgery took place wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.